Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end and bent in multiple locations throughout its length. The embolization coil was intact with the pusher assembly and had a fractured stretch resistant (sr) wire. Conclusions: evaluation of the returned device revealed the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance. Further evaluation revealed the pusher assembly was bent in multiple locations and fractured. This damage likely occurred due to forceful manipulation of the ruby coil, or may have occurred during packaging the device for return. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance when the ruby coil was about half way into the lantern. Therefore, the physician retracted the ruby coil in an attempt to resheath the coil and noticed that the coil was unraveling in one section. The ruby coil was then completely removed from the lantern, leaving no pieces of the coil in the lantern or in the patient. Thereafter, the physician flushed the lantern and successfully completed the procedure using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.